Manufacturer narrative:
Radiometer investigation indicates that the reported leakage in the reference chamber contributed to the experienced issues with unstable response for sodium. Further investigation of this will continue.

Manufacturer narrative:
The radiometer investigation is finalized and the root cause is concluded to be 'supplied materials outside specification'.

Event description:
According to the complaint, when the customer measured a patient blood sample on a abl800 flex analyzer, the result of na+ was 162 mmol/l which was higher than expected value. Then, the customer had a suspicion and checked the analyzer. The customer noticed that leak solution occurred from ref membrane. After that, they cleaned and disinfected the analyzer. Nobody touched the leaked solution without gloves. According to the preliminary radiometer investigation of the received data the expected value of na+ is 140 mmol/l.